Manufacturer narrative:
General - supplemental required field.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that pump was submerged in water and ,subsequently, multiple occlusion alarms occurred. In addition, the pump battery was depleting quickly. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) value was between 50-268 mg/dl. Multiple boluses were administered by the customer which resulted in low bg. Customer consumed carbohydrates and glucose tabs to address bg.